Event description:
The physician reports, that the crystalens trailing haptic tore when delivering the lens using the staar surgical lens injector system. Intervention was performed intraoperatively, to enlarge the original incision and remove the damaged lens. While removing the damaged lens, the anterior capsule tore. A monofocal lens was implanted successfully in the sulcus and the patient's prognosis is good.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system, where the foam tip plunger overrode the lens. Pt and device codes: not labeled.